Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient went to the emergency room and was diagnosed with sepsis and a computerized tomography (CT) scan revealed an abscess around the lead site. As such, the patient was scheduled for an explant procedure however, the patient died before the explant could take place. No further information regarding the cause of the patients death was able to be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7122263. Product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 214401.

Event description:
It was reported that patient was sent to the emergency department with diagnosis of sepsis and computed tomography scan showed abscess around the lead site. No device malfunction was suspected. All components were explanted and will not be returned per hospital policy.